Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Olympus received a voluntary medwatch report (mw5114577), stating that during an endobrachial ultrasound (ebus), the single use aspiration needle dislodged in a lymph node and needed removal. During the procedure, the physician advanced the needle into the patient's lymph node. The physician did not see the needle on the screen, so the handle used to advance the needle was retracted and the bronchoscope was withdrawn from the patient. The entire unit was then pulled out of the bronchoscope. The needle was not visible outside of the scope, so the physician then went down the endotracheal tube with a therapeutic scope. The needle was visualized in the lymph node; forceps were used to retrieve the needle from the patient. No harm was caused to the patient. Additional information was requested multiple times, but not received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for an evaluation, an assessment of the device could not be performed and the reported event could not be confirmed. Therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.